Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast augmentation with an unspecified gel implant and experienced postoperative rupture (side unknown). The patient stated that the rupture was due to the mammogram performed on (B)(6) 2019. She reached out to mentor to gain the information regarding her breast implants. As a result, the patient is scheduled to undergo explantation in (B)(6) 2019.